Event description:
It was reported that the user received a high glucose alert with a fingerstick value of 496 mg/dl, administered an external subcutaneous insulin dose without disconnecting from the ilet, and later experienced a low glucose of 51 mg/dl during a supply change; the user was instructed to consume oral glucose and the supply change was completed, with troubleshooting and education provided regarding the requirement to disconnect from the pump when taking external insulin. Symptoms included hyperglycemia and hypoglycemia, though the user reported no associated symptoms at the time of the blood glucose questionnaires. Outcomes included an unexpected medical intervention with medication and no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.